Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer continued to use the current pump to ensure insulin delivery was not interrupted.